Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (will not power on) was isolated to a communication error. The monitor was reprogrammed. The root cause for the communication error could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.